Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 1.7, lab: 3.5. Tests were done within one hour of each other. Pt info was not provided. Customer reports using two inratio meters but only provided the info from one meter. Caller did not perform inratio test.

Manufacturer narrative:
Investigation pending.